Manufacturer narrative:
The associated complaint devices were not returned. Please see attached for our investigation results. (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the subject underwent revision surgery to repair fracture. No product was removed.